Manufacturer narrative:
It was reported that following exposure to the adhesive on a surgical drape, the patient exhibited "moderate-severe" dermatitis. She was treated with topical and oral antihistamines as well as steroids. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that following exposure to the adhesive on a surgical drape, the patient exhibited "moderate-severe" dermatitis. She was treated with topical and oral antihistamines as well as steroids.